Manufacturer narrative:
The unit was received with all operating currents within specification and the unit passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected failed batt test alarms were noted during testing. The following visible damage was noted: minor scratched lcd window, bleeding lcd glass, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 212 mg/dl. During troubleshooting the patient cleaned the battery cap contacts and inserted a new battery but the insulin pump alarmed failed battery test again. The insulin pump was returned for analysis.